Event description:
It was reported that this right ventricular (rv) lead was revised due to it was suspected that it has perforated the heart of this patient. The perforation was not confirmed and there is no evidence that suggests that the lead was repositioned. The lead remains active. No additional adverse patient effects were reported.